Manufacturer narrative:
(B)(4). Complaint was not given to regulatory affairs from customer service for processing until ((B)(4) 2013). Potential for injury associated with a 65650r rollator with a bent wheel. This could cause instability with the product and potential for end user to fall.

Event description:
The inside sales rep has advised that the wheel was bent.